Manufacturer narrative:
This report is related to a head impactor not being present, therefore, there is no device available for return. An investigation is currently being undertaken to identify the requirements for the procedure and the instruments that are provided.

Event description:
It was reported by the surgeon that during a mets proximal femur procedure, the surgeon required a head impactor to impact the femoral head and implant while cementing. This was not provided. In order to continue the procedure, an impactor was used from another companies instrument kit. There were no adverse affects for the pt.

Manufacturer narrative:
The complaint is in relation to the instruments offered by stanmore implants worldwide (siw) as part of the mets proximal femur instrument kits. The complaint is therefore surgeon preference. Nonetheless, siw is currently reviewing its offering of instruments and trials. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Mets proximal femur implant corected to mets modular proximal femur. Proximal femur implant corrected to limb salvage system.

Event description:
It was reported by the surgeon that during a mets proximal femur procedure the surgeon required a head impactor to impact the femoral head and implant while cementing. This was not provided. In order to continue the procedure an impactor was used from another companies instrument kit. There were no adverse affects for the patient. This is a supplemental report to 3004105610-2015-00010 (B)(4).